Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer received instructions for returning the pump and planned to use multiple daily injections (mdi) as a backup therapy.